Manufacturer narrative:
The customer was not able to provide information and just insisted his meter be replaced. It's not possible to determine the manufacture date without the meter information.

Event description:
The customer received a blood glucose reading of 283 mg/dl from his breeze2 meter and a reading of 140 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was unable to troubleshoot or provide any product information during the call. No product will be returned. The meter was replaced at the customer's insistence.